Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Additional information was received, and the following sections were updated: section b5: "patient on norepinephrine IV infusion, less than 24 hours post surgery. Client needing increasing dose of norepinephrine due to low map and bp and currently at 0.2 dose. Slight interruption of medication will cause significant drop in bp. Norepinephrine IV tubing is less than 24 hours in use. Pump alarm multiple times for bubbles" "bubbles flicked and removed and then pump created more bubbles after a few minutes. These multiple interruptions caused several occurrence of drop in patient's bp. Rn was forced to prime another line to replace the problematic norepinephrine infusion tubing." Section h6: health effect - clinical code (e) code 1914 - low blood pressure / hypotension health effect - impact code (f) codes 4604 - delay to treatment / therapy code 4642 - additional device required.

Event description:
Patient on norepinephrine IV infusion, less than 24 hours post surgery. Client needing increasing dose of norepinephrine due to low map and bp and currently at 0.2 dose. Slight interruption of medication will cause significant drop in bp. Norepinephrine IV tubing is less than 24 hours in use. Pump alarm multiple times for bubbles" "bubbles flicked and removed and then pump created more bubbles after a few minutes. These multiple interruptions caused several occurrence of drop in patient's bp. Rn was forced to prime another line to replace the problematic norepinephrine infusion tubing.".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: air in line during use. Impact to patient: interruptions to clinical care due to time required to resolve alarms, under dosing of ordered medication/fluids, vital signs compromised. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication/fluid norepinephrine. IV rate 0.20 mcg /kg/min.